Event description:
Complaint on phoenix extra support guidewire: pg14300xf, lot 6976415 where the tip of the wire broke off inside the patient. Please let us know if you have any further questions. Thank you. Complaint # (B)(4). Date of event: 2/19/2024 reportability aware date: 2/19/2024 country: united states (USA) nature of complaint: the phoenix catheter was removed. A balloon was advanced over the wire however it encountered resistance. The balloon and phoenix wire were removed and the physician noticed the tip of the wire was missing. The tip of the wire broke off inside the patient. A balloon was used to place the tip against the vessel wall. The case was aborted. Device discarded. Type of case: peripheral access location: femoral vessel tortuosity: slight procedure type: therapeutic was resistance encountered?: yes lesion calcification: moderate type of "target" lesion: calcified,fibrous peripheral vessel: at vessel segment: distal access approach: contralateral chronic total occlusion (cto)? No was the support clip used? (Phoenix catheter): n/a was the device flushed per the IFU?: yes

Manufacturer narrative:
No device was retuned for analysis. As reported: "the phoenix catheter was removed. A balloon was advanced over the wire however it encountered resistance. The balloon and phoenix wire were removed and the physician noticed the tip of the wire was missing. The tip of the wire broke off inside the patient. A balloon was used to place the tip against the vessel wall. The case was aborted." Initial lot history record has been concluded upon receiving the incident complaint on the 21st of february 2024. A lot history records review was carried out on the packaged finished good lot number 6976415 and sub-assembly lots (7728938, 7192182 & 7544090). The effected lot history records were reviewed. The reported damage is: "damaged: fracture/ shear". The guidewire lot number 7728938 was inspected on the 20th of january 2023, guidewire lot number 7192182 was inspected on the 08th of november 2022 and guidewire lot number 7544090 was inspected on the 24th of january 2023. Visual and tactile inspection was carried out at 100% during the production manufacture. There was also fingerpull testing on the guidewire completed at 100% inspection, and an s- 1.0 sample is taken by quality department. Break strength testing is also carried out at the end of a work order, where 2% of final good quantity is taken. The break strengths passed. The lot history records were reviewed for any temporary deviations (td's) or non- conformances (ncr's) that may have contributed to the incident. There was no deviations (td's) and no non-conformances (ncr's) applied to any finished goods. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000053 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The risk assessment for the guidewires: mandrel product was completed using the applicable failure matrix analysis "dfmea" (rsk-dfmea-000053 rev.4). A review and summary concluded: line 253 in the aforementioned dfmea states "treatment application" notes that "fracture/ shear" potentially leads to "minor procedural delay" and/or "tissue trauma" with "excessive force used" and/or "incompatible device used" as potential root causes, with the affect as "device performance reduced due to user error". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of 2 and a severity rating of 2. According to the pro-001833 [?]risk management procedure'; rev. D an occurrence rating of 2 equates to [?]remote' probability of occurrence of this hazardous situation between >1ppm and <125ppm. The current rating of 23 parts per million is below expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: · design cannot eliminate this failure mode but may mitigate it.